Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. An echocardiogram was performed and no tamponade or any other complication occurred.

Event description:
It was reported that during the implant procedure, the lead dissected the vein. An echocardiogram was performed and no tamponade or any other patient complication occurred. The lead was removed.